Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient has had a lot of problems with an infection at the ins site and said that the doctor thinks that the infection may have been cured. Patient said infection was first diagnosed in may and patient has been treated with oral antibiotics. Patient also said that the incision site was being monitored and at their last appointment about two weeks ago, the incision site was cleaned. Patient said that has a follow up appointment in two weeks.